Event description:
The surgeon reported a revision surgery because "the pt had severe pain for about 6 months." There were no signs of metallosis or infection. The implants were replaced by another abg ii and mdm insert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR #9616680-2012-00294.